Event description:
International affiliate reported that the expedium pedicle probe arrived back from cssd in a bent condition. However, receipt of the pedicle probe for evaluation on (B)(6) 2014 found the distal tip of the pedicle probe was twisted and a portion had broken off from the instrument. Although it is not known when tip twisting and breakage occurred, the damage is consistent with use in surgery.

Manufacturer narrative:
Device manufacture date: jan-05-2011, feb-08-2011. Visual examination of the returned expedium pedicle probe found the distal tip of the instrument was twisted and broken. The tip was twisted in a manner indicating that the probe was rotated in a clockwise fashion. Review of the device history record found no discrepancies. A 12 month complaint trend analysis found no emerging trends. The root cause cannot be positively identified. However, the probe was most likely subjected to higher than anticipated forces. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.